Event description:
As reported: pt developed severe back pain and chest pain at onset of dialysis, as soon as blood hit system. Shortness of breath also reported. First use of dialyzer; had been pre-processed with renalin. Called to verify further info today (6/25/97). Unable to retrieve further info from rn don.